Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report#: 3006705815-2018-01632.the patient's spouse reported on (B)(6) 2018 that the patient developed a headache following the trial lead procedure. As such, the patient went to the emergency room (ER) and was prescribed medication. The physician believes a possible cerebrospinal (csf) leak may have occurred during the procedure due to the patient's symptoms. Regardless, the patient's trial leads were removed on (B)(6) 2018, resolving the issue.